Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging between 45-50 mg/dl. Additionally, the customer reported the basal software did not suspend insulin delivery. Although requested, the customer declined troubleshooting and declined to provide additional information.